Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient presented with a fractured iunihg screw within the crown. It was retrieved without any damage to implant and they still have the broken screw to return. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was not returned. No pre-existing conditions were noted. The device had been placed on an unknown tooth site for an unknown period of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative : device not returned.